Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm or unexpected audio/beep anomaly noted. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 388mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.